Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 occipital scs leads (off-label) with the same lot number. It was reported the pt's right scs lead was explanted and replaced due to lead migration (x-ray confirmed) which resulted in the loss of right side stimulation. The issue resolved with the surgical intervention.